Manufacturer narrative:
(B)(4). Complaint is confirmed because nurse reported cause of peritonitis was due to poor hygiene and a break in aseptic technique. The assignable cause was undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of peritonitis (intestinal endogenous peritonitis) and break in aseptic technique in a patient coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient experienced a break in aseptic technique, further described as poor personal hygiene. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized that same day. The physician diagnosed the patient with intestinal endogenous peritonitis. The cause of the peritonitis was poor hygiene and break in aseptic technique. On (B)(6) 2012, the patient was treated with cephradine and amikacin. On (B)(6) 2012, a peritoneal effluent analysis was performed and revealed 75% neutrophils. It was not reported if the patient received re-training regarding aseptic technique. At the time of this report the patient remained hospitalized.